Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the user interface (ui) pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic) chip, designator u2.  It caused the device to lockup at boot-up with a white display.

Event description:
The customer contacted physio-control to report that their device was beeping with a service indicator present and a white display. `white display is indicative of a device lockup condition that could delay, or prevent, defibrillation from being delivered. &#1288;ere was no patient use associated with the reported event.